Event description:
It was reported that the patient required removal of the intraocular lens (iol) during the same surgery due to a capsular tear. An incision enlargement was required to remove the lens. Reportedly, the capsular tear occurred during the phaco procedure with the (alcon) infinity phaco machine. The patient was doing well and the procedure was competed successfully.

Manufacturer narrative:
(B)(4). Prior to release to market, the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.